Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had a right heart failure prior to left ventricular assist device (lvad) implant. Device related issues did not cause or contribute to the right heart failure. The patient had symptoms of worsening shortness of breath and weakness. The patient underwent right heart catheterization (rhc) on (B)(6) 2024 that showed severely elevated right and left filling pressures. The speed was decreased from 5500 to 5400 and sildenafil (viagra) 20 three times a day was started. Psychiatry was consulted and seroquel (quetiapine) was started. The patient then underwent an infectious workup that revealed urinary tract infection with proteus and enterobacter. Blood cultures were positive for coagulase-negative staphylococci/ methicillin-resistant staphylococcus epidermidis (mrse) and was started on broad spectrum antibiotics. The infection was resolved with the treatment. The patient was discharged to inpatient rehab on (B)(6) 2024 and was discharged home on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for diuresis and right ventricular dysfunction. The patient later had a change in mental status with slurred speech and confusion. Computed tomography of the head (cth) was performed and it returned negative. The patient then became hypoxic with an elevated lactic acid. They were transferred to the intensive care unit (ICU) and was intubated. Urine and blood cultures were positive for staphylococcus epidermidis and enterococcus. The driveline was negative, and candida noticed in the sputum. Infectious diseases were consulted, and the patient was treated with necessary antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number mlp-043090. No further events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including other neurological event (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.